Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced skin overgrowth at abutment site and subsequently was treated with injections (type not reported) and underwent skin revision surgery.